Event description:
It was reported that the patient had some return of symptoms. Imaging was performed which revealed that the superion interspinous spacer camlobe was bent. The physician is not clear where the symptoms are coming from. It is not known if the patient had a fall. The device remains implanted and there is no further course of action. No further information can be obtained.